Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and down the leg using an indigo system cat3 aspiration catheter (cat3). During the procedure, an indigo system aspiration catheter 8 (cat8) was first advanced through a non-penumbra sheath into the target vessel. The physician then advanced a cat3 coaxially in order to get further down into the popliteal and tibial veins. However, upon initiation of aspiration, the cat3 collapsed on itself. Therefore, the physician removed the cat3 and successfully completed the procedure using a new indigo system aspiration catheter 6 (cat6) coaxially with the same cat8. There was no report of an adverse effect on the patient.